Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional . H6: adverse event problem- additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported a broken/detached needle/cannula.

Event description:
Patient reported a broken/detached needle/cannula it was reported that a broken needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).